Event description:
It was reported that a malfunction code appeared on the pump display. The impact on the customer¿s blood glucose level was unknown. Technical support provided instructions on how to reset the pump and assisted the caller with the reset process. No further malfunction occurred after the reset, and the customer was advised to continue using the pump and to contact support again if the issue happened again.